Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of two infiniti judkins left (jl) 4 diagnostic catheters were found "fractured" when opening the packaging. There was no reported patient injury. An image was received showing 2 catheters with the tips separated. The device was not used on patient. The device was stored and prepped per the instructions for use (IFU). The damages were not noted before removing the product from the packaging. The devices were found fractured on the tip when removing them from the package. No resistance was met while withdrawing the device. The device was not resterilized. The devices did not kink in the area of separation. Additional information was requested but not provided. The devices will be returned for evaluation.